Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 335 and 131mg/dl using metrix air meter.the test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 87mg/dl (B)(6) 2016 07:30 am fasting: yes, 177mg/dl (B)(6) 2016 02:30 am fasting: yes, 214mg/dl (B)(6) 2016 08:30 pm fasting: yes, 190mg/dl (B)(6) 2016 05:30 pm fasting: yes, 213mg/dl (B)(6) 2016 11:30 am fasting: yes.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 335 and 131 mg/dl using metrix air meter. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).